Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 191-000/ lot 1028993 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot 1028993 . Test base part number 191-000/ lot 1028993 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1028993 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. Review of complaints against the kit lots for the reported issue indicates product performance is as expected and have not identified a product deficiency. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report #s: for related false positives 1221359-2021-03552 and 1221359-2021-03553.

Event description:
The customer reported (2) false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. The customer used (2) two different lot numbers (lot 1028993 and lot 1028990) this MFR. Report addresses patient 1 and first lot used. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on an unknown swab sample. The customer referred to a healthcare center where a pcr was performed, giving a negative result. The patient returned to the workplace, a new test was performed three days later with a second lot , yielding negative on (B)(6) 2021. No additional patient information, including treatment and outcome, was provided.